Event description:
It was reported that while transporting a patient this 980 ventilator powered off with no alarms. The patient was removed from the ventilator and placed on an alternate ventilator with no injury reported. Per review of repair details and diagnostic code there is no evidence the piezo alarm did not sound.

Manufacturer narrative:
Device evaluation summary medtronic conducted an investigation based upon all information received. It was reported that during use on a patient this 980 vent ilator powered off during transport with no alarms. The patient was removed from the ventilator and placed on an alternate ventilator with no injury reported. The device was available for evaluation. The medtronic field service engineer (fse) inspected the ventilator and found the primary battery not installed and error message stating as such. Battery knurled nut not engaged (tightened down). Appears during transport primary battery was dislodged going over thresh hold and vent shut down. Reinserted primary battery. The ventilator passed all testing per manufacturer specifications at the time of service and was returned to the customer. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.